Event description:
It has been reported to philips that the host pc had a blue screen. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that blue screen on host pc. Upon functional testing, fse found that blue screen appeared with power on because of faulty host pc. System was having problems in the hard disk drives (hdd). To resolve the issue, fse connected the system directly on motherboard and reloaded software. After reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.